Manufacturer narrative:
The ICD under complaint was returned to biotronik for analysis. Upon receipt, the device was interrogated using a clinical programmer. A warning message indicated that the device was operating in the safety backup mode, confirming the clinical observation. The battery status was bos and no charging cycles had been performed by the ICD. The memory content of the device was inspected. The inspection revealed that the device automatically activated the backup mode because it detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. In a next step, a re-initialization of the ICD was attempted, however, the device again activated the safety backup mode. The device was further extensively tested, containing temperature stress tests as well as cyclic signature tests. During the tests the root cause could be narrowed down to a damaged memory cell. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
(B)(4).

Event description:
This device was found in backup mode during a follow up. The patient said that they had exposure to large concert speakers and amplifiers for approximately 15 minutes. The device was re-initialized but upon interrogation again, the device was still in back up mode. The device remains implanted and in back up mode.